Manufacturer narrative:
H6 - health effect clinical code: 4581 - pigment dispersion. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -13.00/+3.50/88 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced elevated intraocular pressure without pupil block, pigment dispersion, the eye has a history of recurrent anterior chamber inflammation when the patient stops anti-inflammatory eye drops, the eye has always been on antiglaucoma eye drops to control eye pressure. Gonioscopy done, angles open. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.